Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in set). One companion sample was received. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell. The home patient (hp) stated that she had disconnected to use the bathroom and reconnected to the hc early in therapy and after the alarm occurred, she didn't disconnect from the hc. The technical service representative (tsr) had the hp cycle power to the hc machine. The tsr explained the alarm and assisted to clear the alarm and also advised the hp to notify the nurse. The hp would do a manual exchange. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that disconnecting did not cause the alarm.

Manufacturer narrative:
(B)(4). A companion sample is being sent for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.